Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, reported crack on reservoir compartment and retainer ring damage. The event involved product(s) unomedical, mmt-7841zn, mmt-1884, mmt-332a. Troubleshooting was performed for retainer ring damage. Reservoir was able to lock in place. The customer was advised to discontinue use of the device and the insulin pump will be replaced. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) and carelink. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2025 18:13:00.000 and on (B)(6) 2025 03:16:00.000hour low battery alert was recorded. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit also passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review no relevant alarms confirm in download history files to confirm reason code. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: missing display window/cover, stained keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In conclusion, customer concern was not confirmed of low battery alert. Unable to confirm customer alleged concern of low bgs. Unit was tested successfully. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Customer concern of cosmetic damages was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: besides reporting a crack in the reservoir compartment and damage to the retainer ring, customer also reported that the transmitter battery is not lasting. Please see svn 319269078 for this allegation. Customer said sensor expired on the 5th day of insertion on (B)(6) 2024 and thought that was a transmitter battery issue. Helpline advised that sensor expired happens on 7th day of sensor only and that if it happens prior, then most commonly it is when reconnect sensor was chosen instead of start new sensor during day 1 of insertion and this will have none to do with battery life on the transmitter. However, transmitter may be causing issues since it was out of warranty. Customer also reported having low blood glucose. Please see (B)(4) for the low on (B)(6) 2025 that was treated with glucose tablet. Troubleshooting was not done for the low or the transmitter battery issue in the current case but was done for the damage. Per (B)(4), pump was used within 48 hours of the low. Smartguard was used. Customer discontinued the pump and returned it for analysis.